Event description:
It was reported by resmed (B)(4) that an astral device failed to pass its internal self-test. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by resmed (B)(4) technical service center. The evaluation determined that the returned device had a defective non-return valve (nrv) which would not allow the device to complete its internal self-test. The nrv was replaced to resolve the issue. (B)(4).